Event description:
The customer reported that his insulin pump was not working. The customer's blood glucose was 600 mg/dl. The patient contacted their health-care professional for the high blood glucose. The customer treated the high blood glucose with a syringe. The customer refused to troubleshoot. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.